Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred and the patient went to surgery. The target lesion was located in the tortuous and heavily calcified right coronary artery. A 3.00 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was re-advanced with the support of a 5.5f non-bsc guide extension catheter and the stent went passed the lesion. When the device was pulled back, it caught on the non-bsc guide extension catheter and pulled the stent off the delivery system. The stent was not able to be retrieved. The patient was then sent to surgery; the stent was removed and bypass was performed. No further patient complications were reported and the patient¿s status was fine.